Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient lost coverage on his legs. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.